Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 5 months of support on the lvad, the patient's pump was exchanged due to a rise in lactate dehydrogenase (ldh) and positive ramp study.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.